Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury in the initial report section b5 was not updated, the correct b5 should be - the patient has alleged particles in the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inpsection of the device was completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of water ingress (mineral deposits) in blower box, contamination in blower box, contamination on the inlet port of the device. The manufacturer found no evidence of sound abatement foam degradation. A humidifier was also returned to the manufacturer along with device. An internal visual inspection of the humidifier was completed by the manufacturer and found contamination on the bottom of the inside of the humidifier and on the flip lid, contamination on the reservoir seal. The device's downloaded event log was reviewed by the manufacturer and found e-191 on the error log. The manufacturer concludes the contaminates found were consistent with water ingress (mineral deposits) in blower box, contamination in blower box, contamination on the inlet port of the device, contamination on the bottom of the inside of the humidifier and on the flip lid, contamination on the reservoir seal of the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,d10,g3,h6 has been updated/corrected.